Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that (B)(6) 2009 (pre-infuse) - MRI - pre-infuse - disc osteophyte complex c3 thru c7 (B)(6) 2009 preoperative dx: cervical myelopathy secondary to cervical disk disruption, c4 through c7. Patient had the following surgeries: 1. Anterior cervical diskectomy, c4-s, cs-6, c6-7. 2. Anterior cervical fusion, c4-5, c5-6, c6-7. 3. Placement of a machine-generated vertebral spacer (8 mm lordotic peek implant with bone morphogenic protein) c5-6, c6-7, c4-5. 4. Anterior cervical plating using globus provident plate with 14-mm variable-angled screws, c4-5, c5-6, c6-7. 5. Use of intraoperative fluoroscopy and interpretation of interaoperative radiographs. Op note: at both of these levels 8-mm lordotic implants were utilized, thus giving a construct with three 8-mm lordotic peek implants, each packed with bone morphogenic protein and the construct showed reconstitution of relative cervical lordosis. A globus provident plate was utilized, bent recreate cervical lordosis, and affixed with 14-mm variable-angle screws into the vertebral bodies of c4, cs, c6 and c7, respectively. The locking screws were engaged. The neck was irrigated with bacitracin and saline. The platysma was loosely closed with 2-0 vicryl and the skin with a running monocryl suture. A sterile dressing was placed. The patient was sent to the recovery room stable. It should be noted that intraoperative evoked potentials showed no chan ges in monitoring during the operation. (B)(6) 2009 patient underwent x-ray exam. X-ray report: his ap and lateral cervical films show good positioning of the anterior instrumentation at the cs-7 level. His devices are in place at these multi levels. There was evidence of fusion taking place at all three levels. (B)(6) 2009 patient underwent x-ray exam. X-ray report: x-rays ap/lateral cervical films show good positioning of his anterior instrumentation and peek cages are in place. Fusion is continuing to come in. (B)(6) 2009 as per the billing records patient underwent x-ray exam of neck spine 2-3 views. MRI of lumbar spine w/o gado. 3d render w/o post process. X-ray report: he has had ap and lateral x-rays of his cervical spine obtained. These do show appropriate positioning of the anterior plate and screws and interbody graft. His fusion appears to be solid. He does have good lordosis identified on x-ray. (B)(6) 2009 patient presented with low back pain <(>&<)> left leg numbness, aching, pins <(>&<)> needles. Patient underwent MRI. MRI of the lumbar spine with 3d myelotomography and multiplanar reformations demonstrates multilevel mild noncompressive lumbar spondylosis. (B)(6) 2010 as per the billing records patient visited office for follow-up and underwent x-ray exam of neck spine 2-3 views. X-ray report: ap and lateral x-rays of his cervical spine were obtained. These do show appropriate positioning of the anterior plate and screws as well as interbody graft. He does have some questionable increase and anterolisthesis of c7 on t1. (B)(6) 2010 patient presented to hospital for an emg study. Also requested for medications. (B)(6) 2013 xr - c3-4, c5-6, c6-7, <(>&<)> c7-l1 osseous foraminal narrowing. (B)(6) 2014 patient presented for his medications. Patient presented for roentgenographic examination of cervical spine (5 views).